Event description:
Exhaust hose separated from motor during surgery causing oil to spray onto surgeon and into sterile site. System was being used to perform vascular peritoneal shunt implant procedure when the detachment occurred. Surgical site was washed with extra irrigation and additional antibiotics were administered. On follow up there were no patient injuries reported. It was found during on-site review of the system that central processing was aware of wires visible at the motor connection. They notified o.r. Staff, and decision was made to use the motor. During this surgery, the hose detached and the event occurred.